Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer to follow up with healthcare provider to discuss adjustment to settings and discuss diabetes management.